Manufacturer narrative:
During an internal maude review, it was determined that previously selected medical device problem code was inaccurate. Updated code to be: 2993.

Event description:
A published article indicated a study where reoperations occurred. The reoperation was for a non-union requiring revision of first tmt fusion with autograft.